Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Summary investigation-no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that bd nano¿ pro ultra-fine¿ pen needles experienced clogging. The following information was provided by the initial reporter: consumer reported no insulin flow when priming pen needles.